Event description:
The patient underwent a diagnostic procedure on event date. The physician attempted closure of the arteriotomy with the closer tsl 6 fr. Device. The pt was reclining at approximately a 30 degree angle because of their history of chronic obstructive pulmonary disease. According to the cath lab staff, there was some resistance and difficulty advancing the device. As the physician continued to advance the device into the artery, the device broke. The physician was able to retreive the proximal end of the device. The distal portion of the device remained in the abdominal aorta as visualized by fluoroscopy. The pt was taken to surgery to remove the distal portion of the device. Two days after the event date the pt was reported to be recovering, and was expected to be discharged within a few days.